Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 432-35s-45 lead, implanted: (B)(6) 2001; 430-35s-52 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced elevated threshold and pacing failure gradually developed. The lv lead was monitored and subsequently replaced during a routine generator change. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.